Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd (B)(6) in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a crack found on the outer boundary of the barrel on a 5 ml discardit ii¿ syringe while collecting blood. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: bd (B)(4) received 1 sample from the customer facility for investigation. Our quality engineer was able to verify a crack is present on the barrel. A stock check was performed on the reported lot and all samples were found in good condition. A test group was prepared by intentionally generating cracks on barrels as well as the defective sample and the marketing and assembly machine to check integrity of crack detection system. It rejected all test samples. The complaint history for the reported lot was reviewed and till date no complaint had been registered for the defect- crack barrel. Device history record was reviewed for the product test. The entire routing test for reported lot found within the specification limit and no discrepancy were reported. The team reviewed assembly process and all process controls are found in place. Also, machine has online facility to check crack barrel and challenge test conducted in every shift. All previous corrective actions taken were found in place and in working condition. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress / pressure on barrel and resulting in crack on syringe. The team will monitor the defect and if found during process, actions will be taken appropriately. The exact root cause is not identified. Based on severity and occurrence, it was determined that no corrective action is required.